Event description:
Spinal anesthesia procedure was performed by doctor, who stated that there was good cerebral spinal fluid return, but the results were negative for motor and sensory nerve block. The patient was then administered general anesthesia. There were no complications and the patient was transferred to the post-anesthesia care unit (pacu) in stable condition.